Event description:
The customer reported that the insulin squirted out during the manual prime process and the insulin pump alarmed. The blood glucose reading was 44mg/dl, and he drunk orange juice. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. Unable to confirm the alarm.